Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the fluoro functions board, and reseated the fuses. The sys is operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 9900 sys locked up with the x-ray on lamp illuminated. No pt injury was reported.